Event description:
Related manufacturer reference number 1627487-2019-062380. It was reported both of the patient's leads migrated. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post procedure.